Event description:
Additional information was received from the patient's physician that reported the cause of the low impedances was unknown, but that there was no patient injury associated with the event. The doctor did indicate the patient required hospitalization, but this was considered to be due to the implant procedure itself (which is normal) and not due to the low impedances. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Product ID: neu_unknown_ext. Product type: extension: product ID: neu_unknown_ext. Product type: extension: product ID 3387. Product type: lead: product ID 3387. Product type: lead. (B)(4).

Manufacturer narrative:
The initial MDR was filed as mfg report #3007566237-2012-01465. Follow up information indicated that the correct manufacturing site was site #(B)(4). Product ID 3708695, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3708695, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3387s-40, lot# v911922, implanted: 2012 (B)(6), product type lead, product ID 3387s-40, lot# v911922, implanted: 2012 (B)(6), product type lead.

Event description:
It was reported there were low out of range impedances at implant. The extension was replaced, but it did not resolve the issue. Additional information received reported that impedance testing was conducted intraoperatively, both before and after, the physician disconnected, dried, and reconnected the lead to the extension and the extension to the battery. No cause of issue had been determined. The physician had yet to see the patient in his office. The physician's assistant turned the battery on and programmed minimal stimulation, but the neurologist felt it was too early post-operative to determine if she was receiving therapy. Patient outcome was not provided.